Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that there was no anatomical interference, an 7f delivery sheath was used, and there was not any angulation or kink in the delivery system upon deployment. The cause of the reported incident could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 12mm amplatzer septal occluder was chosen for implant on a defect with a size of 12-14mm using a 7f amplatzer trevisio intravascular delivery system. But the 12mm amplatzer septal occluder had too little compression within the septum defect and the device deployed in a cobra deformation, thus wasn't implanted. A 14mm amplatzer septal occluders was then attempted but it also deployed in a cobra deformation. The deformed devices was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A decision was made to close the defect surgically. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in the procedure due to the cobra configuration on both occluders. There no patient consequences were reported. The patient was discharged. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.